Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6949 implantable tachy lead 2007 (B)(6). (B)(4). Lead remains in use.

Event description:
It was reported that there was a slow upward impedance trend and elevated capture threshold. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.